Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, oil mist filter and housing were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. (B)(6). (B)(4).

Event description:
A customer reported a ¿white fog¿ or haze/mist emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist/vapor and system risk analysis (sra). ¿ the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ trending of the haze/mist/vapor issue was reviewed for the past six months (april 2017 to october 2017) and no significant trend was observed. ¿ the catalytic converter, vacuum pump oil and the oil mist filter and were not available for return. The assignable cause of the haze/mist/vapor are the catalytic converter, vacuum pump oil and the oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.